Manufacturer narrative:
Additional information indicated the reported event date was the date the clinical study site became aware and not the date the event occurred.

Manufacturer narrative:
(B)(4).

Event description:
It was reported the patient had a urinary tract infection that was possibly related to the implant procedure and not related to the device or therapy. There was no device deficiency noted. Diagnostic tests included a full blood count within normal limits, clotting within normal limits, and a urea and electrolytes within normal limits. The patient¿s c reactive protein (crp) was raised to 139, three days later it was 27, and then one day after that the crp was 16. The mrsa screen was negative. Signs and symptoms included abdominal pain. The patient was given intravenous and oral antibiotics as an intervention and the event required in-patient or prolonged hospitalization. The event was considered resolved without sequelae.